Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 08 jan 2018. The review was performed from the date of manufacture to the present date 31 mar 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had physical damage. There was no patient involvement.

Event description:
It was reported that the device had physical damage. There was no patient involvement.

Manufacturer narrative:
Correction: device manufacture date annex a: a25, a0404 annex b: b11, b14 annex c: c19, c0706 annex d: d14 annex g: g07001, g02035 , g04037, g0201402, g02001. Additional information: remedial action required, remedial action #. Annex g: g02017 annex d: d01.